Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at implant, the patient had a subclavian puncture and developed a pneumothorax. This was discovered post-implant with a chest x-ray. A chest drain was inserted. The device remains in use. The patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.